Manufacturer narrative:
(B)(4): device not received yet.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to infection (type not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013. Reimplantation is planned but has not taken place as of the date of this report (B)(6), 2013.

Manufacturer narrative:
This report is filed november 11, 2013.